Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. This was noticed right after implanting this ra lead as the pocket had already been closed. As a result, the pocket was reopened and the lead was successfully repositioned. No adverse patient effects were reported.